Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed and replaced due to a cylinder rupture. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed and replaced due to a cylinder rupture. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder presented wear at fold in the middle and proximal end of its body, along with fluid leak in the middle of the component due to broken fabric threads and a hole in the outer tube, both findings consistent with sharp instrument damage. The second cylinder had wear at fold in the middle and proximal end of its body. No leaks were identified in the component. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was worn to the filament. The pump passed leakage testing; however, it did not pass the activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. The krt of the component was worn to the filament, but no leaks were identified. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observations.